Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to a non-specific product performance anomaly. No additional adverse patient effects were reported.